Event description:
Patient reports she cannot use freestyle libre due to it burning/stinging her skin and not being able to keep it on as it falls off. Reported by hcp office. Hcp office did not consent to follow up. No further information/clarification available (B)(4).